Event description:
There was an allegation of questionable results using the eplex blood culture identification panel - gram positive (bcid-gp) panel for 1 patient on an eplex system. It was reported that proteus mirabilis was detected in culture, and the bcid-gp test result for pan gram negative was negative. The sample was repeated, and the bcid-gp test result for pan gram negative was negative. Two blood culture bottles were tested for this patient (1 anaerobic and 1 aerobic). The anaerobic bottle was tested, and no targets were detected. The aerobic bottle was tested and staphylococcus and meca targets were detected and that were confirmed in the culture.

Manufacturer narrative:
The instrument's serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The issue was consistent with a lower than intended target concentration within the sample volume analyzed by the assay. This lot contains a raw material that has been identified as having potential for leaks. No leaks were observed, however small amounts of reagent may not be visible. This issue could not be excluded by the investigation. The issue is also consistent with a low target concentration withdrawn and loaded into the delivery port. This can create limit of detection challenges if the concentration is at or near the analytical sensitivity of the assay. The investigation did not identify a specific cause of the event.